Event description:
Customer reported 2 patients who experienced shaking, rigors, and fever during their dialysis treatments. Both patients' treatments occurred on the same machine. The patients were given 1 gram of ancef, and were doing fine the next day.